Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000065209.

Event description:
It was reported that the patient is unable to enter MRI mode due to low impedances on one lead. The patient does not have effective therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-04374. Additional information was received that impedances were invalid on both leads and the patient did not have effective therapy. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was established postoperatively.